Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted broken occluder legs. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was free flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This occurred after use of the device for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.